Event description:
The info provided to sjm indicated upon the removal of a 6f pacel bipolar pacing catheter, a perforation of the right ventricle occurred, leading to tamponade. A pericardiocentesis was performed without further complication to the pt.